Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the patient was originally treated for. One device was implanted on (B)(6) 2013 during a breast reconstruction procedure. On (B)(6) 2013 wound breakdown required revision surgery with removal of the implant. Despite repeated attempts to meet with the surgeon, no additional information has been made available at this time. Therefore, no investigation could occur. If additional information is made available, this report will be updated.